Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the solenoid valve to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the ventilator had a proximal pressure sensor autozero failed error code. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.